Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "having really rapid heart beats" and it was further reported their implanting physician "thinks the phrenic nerve needs to be adjusted." Additional information obtained via follow-up indicated that the patient presented to the clinic with phrenic nerve stimulation, the left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.